Event description:
Per engineering at ohio medical corporation, the complainant's unit had a fried circuit board which killed the unit's battery. The unit was returned to ohio medical corporation for further evaluation. The device was returned to ohio medical corporation and a replacement unit was sent to the customer. The affected unit was kept for further evaluation by qa and engineering. This event did not contribute to a death, illness or injury.